Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device was not returned for evaluation nor was there sufficient clinical information available. Therefore, the root cause of the limb ischemia could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old male being placed on impella cp required mechanical circulatory support. While on impella cp support, the patient was experiencing distal limb ischemia. No information was provided regarding the treatment of the limb ischemia. However, the family decided to withdraw care due to unrelated causes.